Event description:
The pump had a slow delivery rate. The battery was depleted. The pump was replaced. The pump was used to deliver compounded baclofen. There was no pt injury associated with the event. The pt recovered without sequela after replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.